Manufacturer narrative:
Three photographs were returned for device evaluation. The connector of the suction line was observed to be broken. One used sample was received for evaluation as well. Visual inspection of this device was noted to have a broken connector of the suction line. The bonding operation of the suction connector and the tube was then reviewed according to the test method stated in the manufacturing procedure; no discrepancies were detected. The reported customer complaint has been confirmed, and the cause of the issue has been determined to be lack of detection by production personnel, or that product become damaged after the product left the shm facilities.

Manufacturer narrative:
Report source: foreign: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex cuffed blue line ultra suction aid tracheostomy tube, customer noticed the suction line connector was partially cracked. No adverse effects were reported.